Event description:
Failing user verification test customer called carefusion technical support. Stated: "o2 sensor failure alarm" occurred. Our engineer confirmed when o2 density set-up was 21% the o2 monitor indicated 190 and when the set-up was 100% a/d value went up to 3400." Stated was ventilating patient at the time, but no patient harm.

Manufacturer narrative:
Device evaluation: carefusion was unable to duplicate the customer's reported issue. The first investigation performed was incorrect due to a faulty blender in the test unit. Carefusion scrapped the o2 sensor after failure investigation.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by an o2 sensor failure. The foreign distributor was shipped a replacement o2 sensor assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of may 4, 2015 the alleged faulty component has not been received. Should it be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela o2 sensor, installed in known good unit and perform ambient and 100% pass. Perform fio2 performance test per service manual and results failed during 30%, 60%, 90% readings with check o2 cal and reading out of range according to the o2 sensor chart. Findings/root-cause: reported problem was duplicated; further evaluation has been requested for the sensor component and is not available at this time.